Event description:
New information noted that the lead was replaced on (B)(6) 2018. The patient was stable before and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission noted a polarity switch on the right ventricular lead due to low impedance. There is a history of lead noise noted on this lead. Lead revision was discussed. No intervention has been performed. No additional information was reported.